Event description:
The patient reported a return of symptoms; weakness and feeling non-responsive. The neurostimulator light on the patient programmer was not lit during patient interrogation of both neurostimulators. Refer to medwatch report #3004209178200701903. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd.